Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter inside the syringe barrel. The following information was provided by the initial reporter: consumer reported that there are black flakes inside of the syringe barrel, stated that the flakes appear to be particles from the rubber stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter inside the syringe barrel. The following information was provided by the initial reporter: consumer reported that there are black flakes inside of the syringe barrel, stated that the flakes appear to be particles from the rubber stopper.